Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the physician attempted to insert the vasoview hemopro handpiece into the sheath and the end splintered. No info was available regarding how the procedure was completed. There were no pt effects. The product is returned.